Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Multiple attempts were made to obtain additional information including the user reprocessing method, the device return status and the user culture results however, were unsuccessful. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, because the user culture results were not shared, and the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. The following is included in the device instructions for use, which state: ¿ ¿do not reuse detergent solution¿ "precautions, a device contaminated with creutzfeldt-jakob disease (cjd) cannot be completely cleaned in reprocessing steps recommended by olympus." "Prions, which are the pathogenic agents of the creutzfeldt-jakob disease (cjd) cannot be destroyed or inactivated by the reprocessing methods stated in this instruction manual. When using the endoscope and accessories on patients with cjd or variant creutzfeldt-jakob disease (cjd), be sure to use them for such patients only, or immediately dispose of them after use in an appropriate manner to prevent the usage of exposed devices on other patients. For methods to handle cjd, please follow the respective guidelines in your country." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Follow up in progress to obtain further information regarding event and patient involvement. The device was not returned as yet. Follow up response received indicating that the loaner device will be returned after it has been reprocessed. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus, the loaner evis exera iii gastrointestinal videoscope was contaminated by creutzfeldt-jakob disease (cjd). The device was still in the clinic. The clinic is waiting for the result and as soon as it is positive, the device will be sent for reprocessing. There were no reports of patient injury or patient harm associated with the event.